Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose level was 350-400 mg/dl. A replacement pump was sent. The customer will continue to you current pump for insulin therapy until replacement is received.